Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 278 mg/dl. The customer reported no delivery alarm. The customer was assisted with performing 5.0 unit fixed prime and insulin exited. The customer stated that the cannula was bent. The insulin pump will not be returned for analysis.